Event description:
It was reported that the patient was experiencing phrenic and diaphragmatic nerve stimulation due to the left ventricular (lv) lead placement. During the extraction of the lv lead the physician was unable to undeploy all the lobes on the lead, it was laser extracted from the coronary vein. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was returned, analyzed, and no anomalies were found. (B)(4).